Event description:
When nnp [neonatal nurse practitioner] was inserting a PICC [peripherally inserted central catheter] on the patient and trying to remove the introducer after the PICC was confirmed by cxr [chest xray] to be in the vein, the tabs snapped off the introducer.